Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a coil plunger failed to insert into the introducer sheath. A 6mm/6.5 mm vortx¿ - 18 was selected to treat the target lesion. During preparation, upon insertion of the device into the microcatheter, the plunger would not insert into the coil introducer sheath. Intermittent flushing was performed. The physician exchanged the device to another of the same device but the same issue occurred with the second device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the coil was broken.

Manufacturer narrative:
Device evaluated by manufacturer: an introducer, a coil and a plunger were returned for analysis. An attempt was made to remove the coil but resistance was encountered due to blood present in the introducer. The introducer was cut and the coil was retrieved. A visual inspection was performed. The plunger was inspected and no damage was observed. The coil was found to be kinked, stretched and broken. The introducer was inspected and no damage was observed. There was blood on the fiber bundles. A microscopic inspection was performed. The base zap shape and surface was smooth. Apex zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu for vortx 18 coil instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the resistance experienced. This in turn led to the coil breaking, kinking and stretching. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil into the catheter from the introducer and will contribute to the coil becoming jammed in the introducer. (B)(4).